Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. Data from the reported event date of 01dec2025 was reviewed and a low voltage hazard alarm activated at 05:10:36 consistent with a loss of ac power. Cable voltages did not fully deplete, and the alarm resolved when the controller was reconnected to external power at 05:10:40. The backup battery supported the system during the low voltage hazard event as intended. The loss of external power did not affect the controller¿s ability to support the system and no other notable events relating to the mpu were observed. The mpu was not returned for analysis. Additional information indicates the mpu had a v-lock connected on the ac power cord, it was unknown if the ac power cord came loose from the back of the unit or wall outlet at the time of the event, and the mpu remains in use. A CAPA was implemented to reduce the occurrence of ac power cord becoming disconnected at the back of the mpu. The CAPA implemented a straight v-lock connector due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. Additional information confirmed that at the time of the event the power cord in use was a straight v-lock connector. However, a disconnection can still occur if the connection is not properly engaged or due to environmental circumstances, this investigation was unable to determine the root cause of the reported disconnection. Similar events will continue to be tracked and monitored. A root cause for the reported event could not be determined off the information provided. No serial number for the mobile power unit was provided to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot low voltage and no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d: the serial number was not provided, and the UDI is representative of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2025 at 21:20 but denied losing power in the house and did not recall disconnecting both power cables at once. The log files confirmed the no external power alarm at the same date and time which resulted after both power leads were disconnected when switching power sources from battery to the mobile power unit (mpu). The event lasted around 17 seconds with no interruption in pump support as the emergency backup battery was enabled during this time. It was also noted that there were some low voltage hazard events on (B)(6) 2025 at 05:10 while using the mpu. It appeared that the mpu lost total power enabling the ebb in the controller until power was restored to the mpu, which lasted about 3 seconds. The mpu did have a v-lock connector, and it was mentioned that the ac power cord could have come loose from the wall outlet or back of the unit but was unlikely.